Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 7.0 inr and the result from the laboratory within two hours was 5.0 inr. On (B)(6) 2019, the result from the meter was 4.2 inr and the result from the laboratory within three hours was 3.0 inr. On (B)(6) 2019, the result from the meter was 3.6 inr and the result from the laboratory within two hours was 2.7 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned test strips were measured with a retention meter using liquid qc of a high level. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.